Event description:
User reported that bag exploded again like the others. Upon inspection of the bag, plastic opened up on the upper left hand corner next to the electrolyte portion of the bag. Crease in plastic noted near the opening.